Event description:
It was reported that angiography and stent deployment were performed to treat an unspecified segment in the coronary artery. The physician determined to use an asahi sion guide wire for stenting. The sion was advanced in the vessel and broke off. Attempts with an unspecified snare were made to remove the sion fragment but failed. The physician decided that the patient would be conservatively treated and the fragment was left in situ. It was informed that the patient was under periodic follow up and there were no adverse patient effects. No further information was available.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because it was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that the subject sion guide wire broke off due to wire manipulation applied to the guide wire while the device was trapped by its concomitantly used stent or by the lesion. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.

Manufacturer narrative:
**UDI related data quality updates only** as we received an email time-stamped saturday, (B)(6) 2024 1:27 am at our end from (B)(6), MDR data systems team, to inform us of the discrepancies between the device identification fields of the electronic equivalent of the FDA form 3500a that we had submitted compared to the information included for the corresponding fields in the gudid. After comparing the information in the previous submitted MDR with that in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d1: brand name - from sion to asahi sion d3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from no entry to ahw14r001s catalog # - from ahw14r001s to no entry g1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date - from 19-5-2023 to no entry.

Event description:
It was reported that angiography and stent deployment were performed to treat an unspecified segment in the coronary artery. The physician determined to use an asahi sion guide wire for stenting. The sion was advanced in the vessel and broke off. Attempts with an unspecified snare were made to remove the sion fragment but failed. The physician decided that the patient would be conservatively treated and the fragment was left in situ. It was informed that the patient was under periodic follow up and there were no adverse patient effects on (B)(6) 2023. Additional information received on december 14, 2023 indicated that a surgery was performed to remove the wire fragment after discussing with the patient and the patient was hospitalized.